Event description:
Customer reported she had high blood glucose of 300 mg/dl and treated with bolus wizard. Next morning customer blood glucose was 41 mg/dl. Customer stated low occurred because she might have not eaten enough. Customer will monitor blood glucose and declined troubleshooting. She state she was still new to the device and was working settings. Customer will also see her educator. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.